Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced glare and dysphotopsia following cataract surgery with intraocular lens implantation. As a result of these visual disturbances, the patient underwent an intraocular lens exchange. The patient¿s current clinical status following the lens exchange was not reported. There were no reports of delayed treatment or additional interventions beyond the lens exchange procedure. No further information was provided.